Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while using the flosser, it broke into two. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2013 no lot number or sample was provided. Without a lot number, a manufacturing and packaging batch record review, history records, an inspection of the retain sample and lot trend analysis could not be performed. A review of the data associated with the complaints revealed no adverse trends. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while using the flosser, it broke into two. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.